Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (300-320 mg/dl) and the cause was not identified. Insulin injections were used to address the bg level. Tandem technical support had the customer perform a system check using the current supplies on the pump and the pump was found to be functioning as intended. Reportedly, the customer had used humalog in the cartridge for 3 days.